Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after they collapsed while at the gym. Interrogation of the s-ICD revealed that the patient received inappropriate shocks for a rhythm that was not primarily ventricular. All vectors showed small qrs amplitudes. Automatic set up was performed and the device selected the secondary vector. A review of previous interrogations revealed potential noise. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that during a previous interrogation in (B)(6) 2016, noise was indeed present in both the secondary and alternate vectors. The s-ICD was programmed in the secondary vector with smartpass active at the time. A review of the episode recorded when the patient collapsed revealed that the s-ICD was oversensing non-cardiac signals that appeared to be myopotential in origin. It was suspected that the inappropriate shock was a result of some muscle movement with an underlying rhythm around 150 bpm. Additional troubleshooting was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the field representative that the troubleshooting was provided to the physician to perform when the patient is seen at their next follow up. At this time, the s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.